Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6)2013. According to the complainant, during the procedure, the hydrophilic tip of the jagwire detached after is was inserted through an ultratome, exposing the metal corewire. The detached tip was removed from the hilar using an extractor balloon. The procedure was completed with a new jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4) for the reported event of distal tip detached. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the hydrophilic tip of the jagwire detached after is was inserted through an ultratome, exposing the metal corewire. The detached tip was removed from the hilar using an extractor balloon. The procedure was completed with a new jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual analysis of the device presents the pebax section peeled, exposing the corewire tip at two sections in the pebax tip. The first section was at the very tip with 2mm of length and the second section was approximately 16mm from the distal tip, with a length of 6mm measured using the calibrated ruler. Presence of adhesive remnants was found in both sections of the distal tip exposed, indicating that the pebax was properly attached to the core wire. No evidence of corewire fractured. The ptfe jacket did not present any anomaly. All the outer diameter measurements are within the specifications. Complaint not confirmed. The unit presents the distal tip peeled instead. It is possible that due to anatomical/procedural factors encountered during the procedure performance was limited and may have contributed to the failures. Therefore, ¿operational context¿ is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. Labeling review performed and no anomaly was found.